Event description:
It was reported that the patient's ipg was unable to communicate with charger. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced, and the lead was replaced due to impedance [related manufacturer reference number: 1627487-2026-00843].

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported observation of difficulty charging the ipg was initially observed. During further analysis and troubleshooting the follow-up attempts to replicate the issue were unsuccessful. The root cause of the reported observation was not ascertained and could not be reproduced after the initial confirmation of failure had occurred.